Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Pump error 35 was noted in the pump history download on 01/22/2022 07:27:00.000 due to moisture damage to force sensor. Unit successfully downloaded to thump and crest. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and pump error 35 in the pump history download on 01/22/2022 07:27:00.000 due to moisture damage to force sensor.